Event description:
A hospital in (B)(6) reported via a distributor that the inspiratory tube was missing from an rt227 infant breathing circuit kit. This was noted before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is an event that has been reported to fisher & paykel healthcare by a distributor in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the returned rt227 infant breathing circuit kit was visually inspected for a missing component. Results: the breathing circuit package consists of a number of components grouped together during production. Upon investigation, it was confirmed that the dry line tube was the one missing from the kit and not the inspiratory tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the component was most likely omitted during our packing process. (B)(4).